Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument did not release a clip inside of the abdomen. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument did not release a clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. The instrument passed the clip test during in-house testing; however, the bent grip would not allow the clip to be properly released from the grips during the procedure. Additional observations not reported by site: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue on the clamping pulleys. The complaint regarding the medium-large clip applier instrument did not release a clip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.